Event description:
The customer reported being at the emergency room but not admitted due to low blood glucose. The customer's most recent glucose reading was 246mg/dl. The next day, the customer called back and stated that the insulin pump alarmed no delivery when he tried to deliver a bolus. The customer was uncomfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.